Event description:
During the saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Visual inspection shows that the silicone outer coating and latex balloon was torn. The complaint is confirmed for balloon popped.